Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ syringe with needle was found with a broken barrel. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: bd has been provided with a picture of the affected sample. Visual inspection of the returned photo presented the top of the barrel broken. That confirmed the reported issue. DHR for lot number 1801165: we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packaged in machine nº2028 (january 13th ¿ january 14th, 2018). Syringes were assembled in machine, nº4253, nº4235, nº4213, nº4212, and nº4203, in lot #7354921 (january 8th ¿ 15th, 2018). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #7354664, #7353651, #7346934, and no problems, defects or qn related to the reported issue were found. We have also reviewed the plunger lots #7354665, #7334677, #7353661, and no problems, defects or qn related to the reported issue were found. After analyzing the returned picture of the sample and discussing with our manufacturing technicians in charge of these product lines, bd has concluded that the broken barrel was produced in the primary packaging machine, the syringe feeder station, due to an incorrect alignment of the syringe produced the rupture of the barrel. Bd can ensure that the probability of finding this kind of defect is an isolated issue and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.

Event description:
It was reported that a bd¿ syringe with needle was found with a broken barrel. There was no report of exposure, serious injury or medical intervention.